Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. Of note, the patient reported inaccurate cgm values for 3 sensors. This file captures one event with the first sensor. On (B)(6) 2024, the patient felt confused and hypoglycemic, and was unable to treat herself so she called her grandson for help. At home she felt sleepy, was light-headed and shaky. She did not check her bg with a glucometer. After the arrival of her grandson and his fiancé who works in emergency medical services, they gave her orange juice to drink, and she had a snack. At some point, the cgm value was 77 mg/dl and then changed to 248 mg/dl quickly within minutes. No bg fs was obtained, and the sensor was replaced. The second sensor was inserted in the arm on (B)(6) 2024. Despite attempting to calibrate the second sensor it remained inaccurate. An hour later they decided to take the patient to the hospital themselves for evaluation. The cgm value was 90 mg/dl but the bg on the glucometer (bgfs) was 160 mg/dl. The second sensor was removed, and the third sensor was inserted in the arm prior to leaving for the hospital. No additional symptoms were reported with the second and third sensor. The patient arrived at the hospital at noon and was seen by the healthcare provider at 1:00 pm. At 2:30 pm the cgm value was 120 mg/dl and the bg fs was 140 mg/dl. The physician stated the third sensor was not reading correctly. No symptoms were reported, and no treatment occurred at the emergency room (ER) due to sensor inaccuracy. The patient remained at the ER for monitoring for the remainder of the day and was discharged the same evening between 9:00 pm and 11:30 pm in stable condition. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for this sensor session. No additional patient or event information is available.